Event description:
It was reported that a patient underwent an atrial ventricular (av) node ablation with a thermocool® smart touch® sf bi-directional navigation catheter and after advancing the catheter into the body and coming on ablation, the ngen generator displayed a "temperature too high" error. The medical team then noticed that the irrigation tubing had been disconnected from the thermocool® smart touch® sf bi-directional navigation catheter. The irrigation tubing was reconnected and the catheter was re-flushed but it would no longer irrigate at all. The catheter was replaced and the issue resolved. The procedure continued. No patient consequences were reported.

Manufacturer narrative:
D4: UDI: the expiration date and manufacture date are currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 21-aug-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. D4 primary UDI number has been updated to (B)(4). It was reported that a patient underwent an atrial ventricular (av) node ablation with a thermocool® smart touch® sf bi-directional navigation catheter and after advancing the catheter into the body and coming on ablation, the ngen generator displayed a "temperature too high" error. The medical team then noticed that the irrigation tubing had been disconnected from the thermocool® smart touch® sf bi-directional navigation catheter. The irrigation tubing was reconnected and the catheter was re-flushed but it would no longer irrigate at all. The catheter was replaced and the issue resolved. The procedure continued. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster for evaluation. A visual inspection, temperature, impedance and irrigation test of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned device revealed that the luer valve was damaged, and partially loose, and the irrigation tube was observed broken close to the handle area. An irrigation test was performed and the catheter failed the test. The a temperature and impedance test was performed and high temperature values were displayed on the generator. Then, resistance of the thermocouple (tc) were measure and no issue were identified. A manufacturing record evaluation was performed for the finished device number lot 31347999l and no internal action related to the complaint was found during the review. The irrigation and temperature issue reported by the customer were confirmed. The potential cause of the issues could be related to the damage on the irrigation tube; however, this cannot be conclusively determined. The instructions for use contain the following warning and precautions: purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Inspect the irrigation saline for air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause emboli. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. Do not use the catheter without irrigation flow. In relation to the temperature issue, the instruction for use (IFU) contains the following warnings and precautions: before initiating the application of rf (radiofrequency) energy, a decrease in electrode temperature confirms the onset of saline irrigation of the ablation electrode. Monitoring the temperature from the electrode during the application of rf energy ensures that the irrigation flow rate is being maintained. Monitor the catheter tip temperature throughout the procedure to ensure adequate irrigation. If the temperature increases to 40°c during rf application, power delivery should be interrupted. Recheck the irrigation system prior to restarting the rf application. When rf current is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).